Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump error 38, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the unit, and it passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported mechanical jam error via phone call. Customer blood glucose reading was 135 mg/dl. Customer was not able to rewind the insulin pump. Troubleshooting was performed. Insulin pump will be returning for analysis.